Event description:
The doctor was unable to get the catheter to fit all the way on the port a cath outlet tip. The doctor was unable to slip the rubber catheter over the male metal power port. After many attempts he could only get it on half way. It would not advance. The defect was noted before it touched the patient. There was no harm to the patient.what was the original intended procedure?insertion of port a cath.device #1is this a laboratory device or laboratory test?no.